Manufacturer narrative:
The returned breathing circuit was visually inspected for retracted heater wire. Results - the heater wire in the inspiratory tube of the returned breathing circuit was detached from the retention clip and had retracted a small amount. A stimulation set-up to replicate or cause the heater wire to detach from the retainer clip resulted in the heater wire not heating correctly with a corresponding drop in temperature. This in turn caused the respiratory humidifier to alarm. Conclusion - the heater wire in each breathing circuit is anchored inside the corrugated tube by a retention clip. A random sampling test of product from the production line indicates that the retention clips of a proportion of breathing circuits exhibit a noticeable tilt that current specifications allow. Stretching of those tubes with a tilted retention clip by the operator whilst the breathing circuit is in use can cause the heater wire to disconnect from the clip and allow the heater wire a small amount of retraction. The rt126 infant breathing circuit user instructions contain a warning to the user not to "stretch" or "milk" the tube. Fisher & paykel healthcare was unable to identify any manufacturing or design flaws that could have contributed to the failure as reported. It is possible however, that stretching the tube during handling can result in detachment of the heater wire from its clip. From the simulation of heater wire retraction, the respiratory humidifier will alarm to alert hospital staff. Our monitoring and trending of heater wire retraction on infant breathing circuits shows a rate of occurrence for the last year.

Event description:
A hospital reported via our distributor that the heater wire of an rt125 infant breathing circuit had become detached. No patient consequence was reported.